Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 9mg/ml at 1. 16mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had increased pain. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the healthcare provider attempted to do a myelogram but was unable to aspirate the catheter. The actions and interventions taken to resolve the issue was the healthcare provider planned to replace the catheter. Surgical intervention did not occur, was planned but not scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.